Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was in an accident and believes they may have lost some memories. The outcome of the event is unknown, and no further complications are anticipated.